Manufacturer narrative:
Device evaluation: the field service engineer (fse) inspected the device and could not duplicate the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down (stopped cycling). The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. It was reported that the patient desaturated, however, the patient recovered with no injury.